Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4) follow-up was received from a nurse. Eighteen days after hospitalization, the patient completed treatment with cefazolin and gentamycin. That same day, the patient recovered from peritonitis and was discharged from the hospital.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy.the patient was hospitalized. The patient was treated with cefazoline (2gram/day interperitoneal (ip) and gentamycin (80milligram/day ip). The patient was recovering.